Event description:
It was reported that the patient presented for implant of the implantable cardioverter defibrillator (ICD). During the procedure over-sensing due to crosstalk was observed prior to closing. Programming adjustments were made. There were no patient consequences.